Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes have abnormal results and hemolysis samples were increased. This event occurred 120,000 times. The following information was provided by the initial reporter. The customer stated: an abnormal results began to appear in june 2023. After the teacher's statistics, it was found that it reached more than 50%, and the proportion of wards and outpatients was increasing. After the reasons were excluded later, it was shown that the blood vessel hemolysis samples were increased, and it was decided to use the blood vessel, but the abnormal nse results decreased to 1-4 cases per day.

Manufacturer narrative:
H.6. Investigation summary: bd received 100 samples and 8 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for hemolysis was observed. Cloudy serum was also observed. Erroneous results cannot be evaluated through photos. Additionally, the customer samples were visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Further clinical testing could not be conducted as bd clinical laboratories are currently unable to test for the neuron-specific enolase (nse) analyte. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for hemolysis based on the photos provided. This complaint is unable to be confirmed for erroneous results. Bd was not able to identify a root cause for the indicated failure mode. The following fields were updated due to additional information: d9: device available for evaluation:  yes. D9: returned to manufacturer on: 2023-07-27.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes have abnormal results and hemolysis samples were increased. This event occurred (B)(4) times. The following information was provided by the initial reporter. The customer stated: an abnormal results began to appear in (B)(6) 2023. After the teacher's statistics, it was found that it reached more than 50%, and the proportion of wards and outpatients was increasing. After the reasons were excluded later, it was shown that the blood vessel hemolysis samples were increased, and it was decided to use the blood vessel, but the abnormal nse results decreased to 1-4 cases per day.